Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt received his scs system on (B)(6) 2011. It was reported the pt has stimulation, but the charger is not able to charge the ipg. A new charger was sent to the pt. Attempts to determine if the charger resolved the issue have been unsuccessful at this time.